Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the device had possible premature elective replacement indication (eri). The device was explanted and replaced. It was also reported that the right atrial lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.